Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and the mesh was implanted. It was reported that the mesh was placed in the retromuscular position and the posterior sheath was closed. It was reported that the patient developed a bowel obstruction to the mesh after the posterior layer broke down. It was also reported that the doctor went back to lyse adhesions and the monocryl coating was very hard, like glass, and fractured in many pieces.